Manufacturer narrative:
Ous MDR. No mfg error or material defect could be found during the analysis. Regarding the complaint of inadequate shock delivery and oversensing, no deviations from specs were detected. The iegm printout points into the direction of intermittently high ohm values between the ICD's connector sys and the lead. In order to confirm the above statement, an analysis of the ICD contact sys is required.

Event description:
Ous MDR. Oversensing occurred in the ventricle. The ICD detected and delivered inadequate shocks. The physician did not give any info about where the ICD was left. Biotronik assumes it was left inside the body.